Manufacturer narrative:
Additional information: g3, h3, h6 the complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is use error, including improper bone preparation and/or excessive mechanical forces, misalignment, and/or prying or levering of the device during insertion. Dfu-0054-EU-04-eo revision 2 -fibertak® suture anchors k. Warnings 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. The complaint allegation was not confirmed. No evidence of that failure was received.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-dec-2025, it was reported by an arthrex employee via email that an ar-3770sp hybrid knee fibertak anchor experienced an issue during use. After drilling a pilot hole, the anchor was inserted to the specified depth. When the anchor shaft was removed, the tip of the shaft was found to be broken. The broken piece could not be retrieved. Despite this, the anchor functioned without further issues and was used as is, allowing the procedure to be completed successfully. No significant surgery delay was reported, and no additional anesthesia was administered. This issue was discovered during a lateral epicondyle of the femur step in a knee extratendonotomy (let) procedure on (B)(6) 2025.